Event description:
It was reported that a pt received an overdelivery of chemotherapy due to a programming error. The nurse was used to using a pump that is programmed to deliver at ml/24 hour. The nurse was sent a pump that is programmed in ml/hr. The reporter states that the two pumps are identical in size, shape, set up and priming, are fairly similar in color. They further state there is no warning on the pump to state the rate is in ml/hr and the only indication of the rate is the screen display when you program the device. The nurse mis-programmed the device which resulted in an infusion delivered at a faster rate by a factor of 24. The reporter would not elaborate as to the exact chemotherapy but did say that it was one of the less toxic agent. It was reported that the pt was admitted to the hosp for management of toxicity and supportive treatment.